Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the device was explanted due to a hole in pump and damage to cylinders. No other patient adverse events were noted.

Event description:
According to the available information, the device was explanted due to a hole in pump and damage to cylinders. No other patient adverse events were noted

Manufacturer narrative:
Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. The device is capable of generating pressure sufficient to cause an aneurysm in an unrestricted bladder. It should be noted that this case is considered off-label, as it is not per indication in the instructions for use (IFU). A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.